Manufacturer narrative:
Philips service replaced the lateral ippc revised_ii no hdd and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that lateral ippc failed to start, making x-ray unavailable on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.